Event description:
It was reported to philips that the system's c-arm was unable to move. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information obtained, the system was in clinical use at the time of the reported event. The procedure was completed as planned by restarting the system. Analysis of log file revealed the voltage on the stand drops or disappeared causing a non-working geometry. The system was restarted which had resolved the issue. A philips field service engineer (fse) confirmed that the geometry problem had occurred only once. No geometry issues were identified during onsite inspection and the system was returned to use in good working order and ready for clinical use. It was not possible to determine a root cause of the issue. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of geometry movement issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency treatment was able to be completed before the error occurred. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the c-arm was unable to move. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. Review of the system log file showed that when the system started up, the voltage on the stand dropped or disappeared which confirms the geometry issue. The log file also showed that the restart at 9.49 resolved the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.